Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a 30 minute post catheterization check the patient was noted to be sleeping on her right side. The systolic blood pressure was 88 and had previously been 130-140's. The patient was assisted to her back and it was noted that her groin area was saturated with blood. The extension tubing was cracked and leaked while infusing 0.9% ns at 150ml/hr. The patient was given a bolus of 0.9% ns of an unspecified amount. There was no long lasting harm.

Manufacturer narrative:
The customer¿s report that the extension set cracked and leaked was confirmed. Visual inspection revealed that the female luer had a vertical hair line crack measuring 0.555 inches long. The female luer was inspected under magnification and no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The cause of the crack is unknown.